Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
*This event is no longer a reportable event. The MDR decision was updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable*.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the interstim device was placed for urinary incontinence and never provided great results. The patient said they had tried programs 1-7 and said none of these programs worked to relieve their symptoms. The patient said their nurse practitioner had them try programs a and b but that did not help. The patient said they called the medtronic representative that told them to "start over" and use each program for a week or so. Thepatient said one of the programs was stimulating in the wrong area and said they were currently on program 7 and it was worse than ever, so they went back to program 3.  They were not getting as much help with their urinary symptoms as they were before, and they seemed to have to change clothes every day because they would wet themselves. The patient said now they couldn't find the programs a-d that they had added into their device. During the call the agent walked the patient through viewing available programs. The patient said they only saw programs 1 -7;, after the agent had the patient scroll down, they were able to see programs a-d. Patient said they would try these programs and monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. . The patient said they had not been assigned a new doctor yet, but they had an appointment scheduled with one of the nurse practitioners .